Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected o2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included calibrating o2 sensor and verified accurate o2 readings.